Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least seven applications were performed with a non-returned balloon catheter without any issue on the date of the event. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the clinical issue (phrenic nerve palsy (pnp)) occurred during the procedure. There is no indication of relation of the adverse event to the performance or malfunction of the product. The physical product is not yet returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed phrenic nerve palsy (pnp). The pnp was unresolved at the end of the procedure. The case was aborted while the patient was under general anesthesia. The patient's hospitalization was extended an additional night. No further patient complications have been reported as a result of this event.